Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(4). Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 3 bd nexiva¿ closed IV catheter system units were received without labels on their packaging. This was noticed before use. The following information was provided by the initial reporter: "sometime recently, (I don't have a specific date), we received this exact item without identifying print on the packaging. I don't know what lot# to share with you but want to make you aware this is happening."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo displaying three packages with no print. A device history record review could not be performed as the lot number is unknown. Through the visual examination the photo revealed that no print was present on the three seal packages confirming the reported defect. During the manufacturing process a 100% vision inspection is performed and packages that are missing printed information are rejected. Manufacturing personnel then inspect the rejected units and can return acceptable packages. The most likely cause is operator error.

Event description:
It was reported that 3 bd nexiva¿ closed IV catheter system units were received without labels on their packaging. This was noticed before use. The following information was provided by the initial reporter: "sometime recently, (I don't have a specific date), we received this exact item without identifying print on the packaging. I don't know what lot# to share with you but want to make you aware this is happening."